Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self-test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrodes were connected to a test r series with the device prompting defib pad short. The pads cable and packaging were manipulated and twisted during testing, and the device continued to display defib pad short. The r series test device was able to perform and pass several 30 j tests and automatic readiness tests. No trend is associated with reports of this type.